Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, a cracked lcd window, a cracked belt clip slot, a cracked reservoir tube, and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose reading was 280 mg/dl at the time of incident. Troubleshooting found that the customer has had previous no delivery alarms. Customer indicated that he has tried all remedies but the problem persists. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the reservoirs would be replaced and agreed to return the product for analysis.